Manufacturer narrative:
Estimated this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that approximately six years following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department and reported a dry cough for the previous 2-3 weeks. Increasing lower extremity edema also was present. Increased shortness of breath also presented the preceding 2 days of emergency department visit. The patient was admitted. A chest x-ray identified a large right pleural effusion. Treatment included fluid restriction and supplemental oxygen. Three days later a thoracentesis was performed with 1.9 liters of fluid removed. The patient was discharged from the hospital. 15 days later, the patient presented to the emergency department via emergency medical services (ems) with hypoxia. Chest x-rays revealed a large right pleural effusion. Patient was admitted to the hospital. Blood pressure was found to be borderline. A do-not-resuscitate order (dnr) was in place and the patient was discharged to home hospice care. The patient died two days after presenting to the emergency department. The death was reported as non-cardiovascular death. Per one physician, the patient was chronically debilitated, renal failure and on dialysis, and heart failure were noted. The high n-terminal pro b-type natriuretic peptide (nt-probnp) and troponin t levels were based on demand ischemia due to chronic health conditions. As reported, latter issues were primarily responsible for the pleural effusions, the do not attempt resuscitation (dnar), hospice status, and death. However, it was also reported that the valve possibly contributed to the death. No autopsy was performed.